Event description:
It was reported that during treatment with two units of theranova 400, an internal blood leak from the filter was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon additional information, this event was an internal blood leak. An internal dialyzer blood leakage is usually detected within seconds with a functional dialysis machine and the machine will immediately enter a patient safe state to prevent further blood loss. Thus, the blood loss will be limited to the volume contained in the extracorporeal (ec) circuit if not returned to the patient. Losing this volume of blood, which corresponds to 5 -10 % of the patient¿s blood volume, is not expected to result in any significant patient harm in a vast number of patients and does not have the likelihood to cause or contribute to death or serious injury. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.